Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer reported the battery fully depleted, and the pump shut off due to the battery issue. Customer's blood glucose level was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.